Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts bunched, overlapping and lifting from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the second obtuse marginal branch. Following the advancement of a non-bsc guide wire, a 2.75mmx28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the device was unable to advance through a non-bsc guide extension catheter and the stent was crimped at the end. The procedure was completed with a 2.5x20 balloon catheter and another synergy stent. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the second obtuse marginal branch. Following the advancement of a non-bsc guide wire, a 2.75mmx28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the device was unable to advance through a non-bsc guide extension catheter and the stent was crimped at the end. The procedure was completed with a 2.5x20 balloon catheter and another synergy stent. No patient complications were reported.